Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 264 mg/dl. A system check was performed and the infusion tubing was identified as a possible cause. However, the insulin that came out of the cartridge tubing was more viscous than normal and was more solid to the touch. Reportedly, the supplies were changed to address the event and insulin delivery was resumed.